Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had damage. The customer blood glucose level was 216 mg/dl at the time of incident and the current blood glucose level was 212 mg/dl. The customer stated that the reservoir lip cracks. The customer also stated that crack and missing pieces on battery compartment and chipped off. Troubleshooting was performed, reservoir can lock in place but leaks. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump received with operating currents within spec. Unit passed selftest, a21 error test and displacement test. Insulin pump received with the reservoir tube lip completely broken off. The reservoir does not stay locked in place due to broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test, prime/a33 test or excessive no delivery test due to broken reservoir tube lip. Unit received with corroded battery tube. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection.